Event description:
During capacitor maintenance, an extended charge time was observed. Two manual cap maintenances were performed without a significant improvement in the charge time. The decision was made to explant the device.